Event description:
It was reported that the patient temperature not cooling in an arctic sun device. Per review of wo, patient continue therapy using another machine, patient was fine.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature not cooling in an arctic sun device. Per review of wo, patient continue therapy using another machine, patient was fine.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Per wo (B)(4), water (t4) not cooling found and no water is present in chiller tank after refilling the reservoir. Mixing pump is faulty. Quote provided for replacement mixing pump. A review of the risk document, (B)(4), revision 23, was performed for this investigation. The reported event is addressed in step # ra109. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.